Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pain at their ipg site after losing over 50lbs. As a result, surgical intervention was undertaken on (B)(6) 2018 where the ipg was replaced with a new model which resolved the issue.